Manufacturer narrative:
Additional information: device lot details updated device evaluation summary: delivery system and dislodged stent returned for evaluation. A kink was noted on the hypotube. Crimp impressions were visible on the exposed balloon surface. The distal balloon fold remained intact; the proximal balloon fold appeared disturbed. Deformation was evident to the dislodged stent. The inner lumen patency was verified with a 0.015 inch mandrel. No damage was noted to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: after the stent advanced half way through the guide catheter it was then removed and an attempt try advance the stent was made again before the dislodgement occurred. The device was prepped as per IFU. Excessive force was not used during delivery and the stent never made it to the artery or out of the guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat an right coronary artery (rca) lesion with chronic total occlusion. A guideliner device was also used. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent was advanced half way through the guide catheter, and was then removed as it was noted that the stent had dislodged, and was in the tuohy. The stent was able to be removed. It was stated that the device did not advance outside the guide catheter. No patient injury reported.